Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few weeks after being implanted, both right ventricular (rv) and right atrial (ra) leads exhibited high pacing thresholds. A revision procedure was scheduled to reposition both leads. The leads remain in use. No patient complications have been reported as a result of this event.